Event description:
Complaint description: a medical center office manager reported that two patients complained of fever, bloody diarrhea and discomfort twenty four hours after undergoing sigmoidoscopy procedures. The patients were treated with antibiotics and their symptoms disappeared without further incident. Following the two occurrences, the office manager reported that positive cultures for staphylococcus aureus were obtained when microbiologic sampling of an olympus video sigmoidoscope, attached tubing, water bottle, suction pump (not an olympus product) and other sites was performed. Positive cultures were not obtained from pt cultures.